Event description:
The customer reported the sys will not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and reloaded software. System operates as intended. (B)(4).